Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - lumbar radiculopathy. It was reported that the patient was experiencing issues with the device and his manufacturer's representative (rep) told him to call to have the controller replaced. Patient stated that the issue was that when he was recharging all of a sudden it would stop so he had to unplug it and plug it back in. Patient stated the charge session got interrupted without moving the recharge disc. It was reported the controller showed screen 77 and diagnostic code rm04. Patient stated he tried unplugging the recharger and plugging it back in. Patient stated this happened intermittently. Patient was instructed to remove and re-insert the battery however it was not known if the issue was resolved. Patient added that the manufacturer need to figure out something "other than a fanny pack". Patient was referring to the recharge belt and explained that this was not an allegation as he was just joking. Patient stated that the battery pack was so tightly packed in there he almost broke his nail and it hurt his fingers. Patient was able to get it out and reset the controller. It was reported that patient was recharging too frequently and it took too long. No further complications were reported /anticipated.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no evidence to reasonably suggest that the device in this report may has malfunctioned and that the device or a similar device would be likely to cause or contribute to a death or serious injury if the malfunction were to recur. If information is provided in the future, a supplemental report will be issued.